Event description:
Heparin initiated with ICU medical plum 360 pump with pe lined tubing. Rn returned to room 10-15 minutes after initiation and blood was backflowing from central line through a small hole/crack in the tubing. Medication and tubing removed and new line initiated. Tubing sequestered. Lot #9405818 implicated in 4 possible tubing defects at local facility and lot has been removed. Product complaint #: (B)(4). Polyethylene lined tubing, secure lock 107 inch, product 14248-28; lot either #13827210 or #9405818. Reference report #mw5153340, #mw5153341, #mw5153342.